Event description:
Pt required immediate nasotracheal suctioning to maintain a patent airway. The suction was unable to be utilized due to a malfunction. The unit had a premature shut off and emergent measures were required.